Event description:
Event description guidant received information that the implanted lead was suspected to have a conductor fracture. The lead was cut and a segment returned to guidant. A portion of the lead was capped and surgically abandoned. A new lead was successfully implanted.